Event description:
A us distributor reported that a patient was receiving adjust belt and check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, check pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to defective q1 and v4 components on ECG d. The root cause for the defective components could not be positively identified. There were no adverse events associated with the electrode belt malfunction.